Event description:
It reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin delivery.